Event description:
It was reported that this pacemaker recorded out of range atrial intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. No undersensing was observed as a result. Review of stored electrograms (egms) noted farfield r-wave oversensing on the atrial channel, which, resulted in frequent inappropriate atrial tachy response (atr) mode switches. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.